Event description:
It was reported that during a procedure to treat a lesion in the mid right coronary artery with heavy tortuosity, heavy calcification and 85% stenosis, pre-dilatation was performed with an unspecified 2.5x20 mm dilatation catheter. A 3.0x18 mm rx xience xpedition stent delivery system (sds) was advanced but could not cross the lesion due to the patient anatomy. There was no interaction of devices. The sds was withdrawn from the patient anatomy and resistance was felt with the vessel during removal. There were no other device or procedural issues noted. A new 2.75x18 mm xience xpedition sds was advanced and the stent was implanted. The procedure was successfully completed and there was no adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint database revealed no other similar incidents reported from this lot and relabeled lot. Based on the reviewed information, no product deficiency was identified.